Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) native hawaiian or other pacific islander female who underwent primary breast augmentation with a 350cc mentor memorygel breast implant (left) and a 375cc mentor memorygel breast implant (right) experienced bilateral rupture post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, the devices were explanted on (B)(6) 2019. This report relates to the right implant. See 1645337-2019-13214 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/2/2019. Device evaluation summary: according with the information reported the patient experienced a rupture of the breast implant. During analysis of the sample, it was found ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to, the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).